Event description:
The device was implanted within the hepatic artery on 4/12/96 for use in the pt's fudr treatments. On 4/17/97. A MFR nurse received correspondence from the pt's husband which stated that the pt had fallen, striking her left side very hard. It additionally states that during an attempt to access the device it was discovered that the device had flipped over; however, the device was able to be turned back using fluoro. The pt's husband inquired whether this type of incident occurs often when the body receives a hard blow. A MFR nurse contacted the pt, on 4/18/97 and it was revealed that the pt was at the oncologist office on 4/17/97 for a device refill. At that time it was discovered that the device had flipped again and was able to be turned back once again using fluoro. Since the device had flipped twice in the past two weeks, the oncologist recommends that the pt have a surgical consult to remedy the problem. The pt stated that she had liposuction on the device pocket in 5/96 and did not have any problems accessing or caring for the device post liposuction. The pt had the liposuction due to difficulty accessing the device after initial implantation. The MFR nurse contacted the oncologist's office, on 4/18/97, and spoke with the office nurse. The office nurse stated that there were no problems accessing the device when it flipped two weeks ago after the fall and the device pocket looked healthy; however, yesterday (4/17/97) there was some swelling in the device pocket area, but not significant enough to cause a major access problem. The office nurse was nurse was unsure of the date of the pt's surgical consult.